Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. According to the patient the site was described as swollen, and hot to the touch, red and painful. The patient was prescribed antibiotics to treat the issue (no name was given on what brand). The patient reported this is an on-going issue with the pods. The patient reported they do hot yoga and the adhesive loosens some. They are wondering if bacteria from the sweating and loosen adhesive pad is the cause of the infections.